Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred. While maneuvering the ablation catheter, it suddenly became out of the model. The patient tension was checked every 15 minutes following that and about 45 minutes into the procedure, the patient became hypotensive while the ablation catheter was being inserted into the right ventricle. An ultrasound revealed a pericardial effusion in the right atrium. A pericardiocentesis was performed to stabilized the patient and the procedure was completed successfully. Heparin was maintained throughout the procedure and the act was 300. The patient was in stable condition when leaving the operating room. There were no performance issues with any abbott device.